Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. These devices have been returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1650de, exp. Date: 04/30/17, mfg. Date: 04/30/16. Serial #: (B)(4), catalog #: 1650de, exp. Date: 04/30/17, mfg. Date: 04/30/16. Serial #: (B)(4), catalog #: 1650de, exp. Date: 03/31/17, mfg. Date: 03/31/16. Serial #: (B)(4), catalog #: 1650de, exp. Date: 04/30/17, mfg. Date: 04/30/16. Serial #: (B)(4), catalog #: 1650de, exp. Date: 05/31/17, mfg. Date: 05/31/16.

Event description:
It was reported from the site that the patient mentioned multiple switches between the controller ports. After discussing with manufacturer representative the center decided to exchange the equipment. An elective controller exchange was performed and the batteries were exchanged as well. It was stated that the patient was doing fine and that there were no effect on patient. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log files also revealed several premature power switching events that were due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional device added for this event: battery- (B)(4), catalog #1650de, MFR date: 04/30/2016 exp. Date: 04/30/2017. (B)(4). Returned to manufacturer on 03/01/2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). Battery / (B)(4). Battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.